Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: ~ 1 month ago.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter allegedly states "last bg test more than 15 minutes ago" even though test was less than 15 minutes ago and issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the meter's battery was found to have a low voltage. After pa replaced the meter's battery, the meter functioned properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.